Event description:
Reportedly, the device was explanted at implant for unknown reasons. Per the cer: the device was explanted at implant and 4600g28l was implanted as a replacement.

Manufacturer narrative:
Device not returned. No further details were provided. Information was learned through (B) (4) implant patient registry. The device will not be returned as it was discarded at hospital. Customer letter not required. This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances.